Event description:
It was reported that the staple line bled ¿ 1/3 of the way up the sleeve from the bottom. Pt lost two liters of blood and needed to be reoperated on which took 90 minutes, pt was given two units of blood. Staple line was clipped in its entirety when surgeon had to reoperate.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2024 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the manufacturing date, and expiration date is currently unavailable. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: were there any staple malformation issues from the initial procedure noted in the re-operation? The notes given by the consultant from the reoperation only mention that the bleed came from the staple line 1/3 of the way up from the bottom of the sleeve. There is no mention specifically of the condition of the staples. When talking to the surgeon in person he believes the staples were the cause of the leak but again no mention specifically on the formation/shape of the staples. At the the end of the first operation when the sleeve was done the staple line looked "good" to the surgeon and there were no concerns on the condition of the staple line at the time of closing the patient at the end of the operation. Please let me know if there is any more information you would like me to gain from the surgeon. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.